Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and igbt board. (B) (4).

Event description:
The customer reported the system would not fluoro. No patient injury was reported.